Event description:
The technician alleged the head-up of the bed not functioning. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.